Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was repaired and then returned to the customer for use.

Event description:
It was initially reported that the device had a blank display. There was no report of patient use associated with the reported failure.upon evaluation by physio-control, it was determined that the blank display was a white display. This is indicative of a lock-up failure.